Manufacturer narrative:
Batch review performed on 12 august 2022. Lot 2112477: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on 12 august 2022. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 1907918: (B)(4) items manufactured and released on 14-nov-2019. Expiration date: 2024-oct-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 1909672: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 1908642: (B)(4) items manufactured and released on 04-mar-2020. Expiration date: 2025-feb-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2022, the patient came due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted permanent hardware. The surgery was completed successfully.